Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer accidentally entered values into the units field instead of the carbohydrates field of the bolus menu. There was no reported impact to the customer¿s blood glucose level. Tandem technical support provided additional training in regards to bolus deliveries. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.